Manufacturer narrative:
The ge healthcare investigation indicates that the incident appears to be the result of insufficient and shifting padding between the patient's elbow and the magnet bore during the scan. The patient's size did not allow for adequate padding. System log and configuration files were reviewed. The data indicates that the system was operating normally and within performance specifications. The information reviewed did not indicate there was any system malfunction that may have contributed to this incident. No further actions are planned at this time.

Event description:
It was reported that a patient undergoing an MRI of the left shoulder sustained a 2cmx3cm full thickness burn to their right elbow. Pads were initially placed to isolate skin contact to the side of the magnet bore, however due to the patient's body habitus the pads were observed to be very compressed to the sides of the bore. It was reported that the pads shifted during the exam and the patient was in contact with the sides of the magnet bore during the exam. The patient was provided the patient alert ball, and did not report any warming during the exam. Upon completion of the exam, the patient did not report any burns or areas of injury, and left the MRI department without incident. The patient's referring physician contacted the (B)(6) two weeks after the patient's MRI exam. The physician communicated that the patient had an observed wound on his elbow. The patient has received treatment that included augmentin, percocet, and outpatient wound debridement.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.